Event description:
Per the customers medwatch report: "cefepime IV dosed time for 1400 was infusing into patient. IV pump was beeping as completer around 1515. Rn went to assess and turned off machine when she noticed that there was still some medication left in the secondary piggy bag. Rn then noticed that the primary bag was not lowered and was hanging at the same level as the secondary. Once the rn lowered the primary bag to continue infusing the remaining medication, rn noticed that the IV drip chamber of the primary bag was rising above the tape level which the previous rn had placed to mark the original fill level. With the IV tubing disconnected from patient and the machine off, it is noticeable that the secondary line continues to drip and fills into the primary chamber". Per pictures of fluid bag labels: cefepime 1gm/100ml dextrose, rate 200nl/hr. There was no report of any patient harm.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received. A f/u report will be submitted with investigation results upon completion of the investigation.